Manufacturer narrative:
(B)(4) multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2023 - 01734. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Device location is unknown.

Event description:
It was reported that the patient underwent a revision procedure approximately 24 years post implantation due to dislocation. The patient dislocated from the poly and the doctor put in a new liner. Nothing else from the triflange was changed or failed. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Medical records were not provided. Only pmi records of the cup and stem were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.